Event description:
This unsolicited case from united states was received on 14-dec-2017 from other non-healthcare professional. This case concerns a male patient (age unspecified) who received treatment with synvisc one and the following day the patient had pain and swelling, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On (B)(6) 2017, following day the patient had pain and swelling. Corrective treatment: methylprednisolone for pain and swelling. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.